Event description:
The reporter stated the surgeon inserted an aq5010v three piece silicone lens into the patient's eye and removed. Further information has been requested but none has been forthcoming. A supplemental medwatch will be submitted when further information is made available.

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide). (B)(6) - no consequences or impact to patient. Evaluation method: lens work order search. Results: visual inspection of the returned product found the lens optic is cut in half. A piece of optic and loop haptic torn off and missing. There was evidence of clear surgical residue on product. A lens work order search was performed and one similar complaint was found within the same work order. Conclusions - (no conclusion can be drawn): based on the complaint history, lens work order search and the evaluation of the returned product, a specific root cause of this event could not be determined. (B)(4).